Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading was 198 mg/dl. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Findings: no belt clip received with pump. Broken belt clip slot noted (near battery compartment). Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.